Event description:
It was reported that a flogard infusion pump did not function. The specific issue was not reported. It was not specified during which step in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. The visual inspection identified a broken door latch, which was determined to confirm the reported condition. The cause of the broken door latch was not determined. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.